Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed breakage. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the white t-handle and attune femoral impactor has cracked during the sterilization processes. This part was not used on a patient and is being returned. After investigation, the product was found to be broken.